Manufacturer narrative:
Sample collection and centrifugation information have not been supplied to date. The sample was collected at a satellite clinic. The sample obtained from (B)(4) 2011 (1/1) was discarded after initial analysis. Per the customer supplied qc charts, level 1 hyb-psa qc was within the customer's established ranges prior to and after the event. Additional qc information has not been supplied to date. Per the customer supplied documentation, a routine system check performed on (B)(4) 2011 passed within instrument specifications. Service was not dispatched for this event as the customer was not questioning instrument performance at the time of contact with bec.

Event description:
A customer reported to beckman coulter, inc. (Bec) of obtaining a higher than expected hybritech prostate-specific antigen (hyb-psa) result for one (1) patient. The result was above the normal reference range that did not match the patient's historical result. The result was generated on a unicel dxi 800 access immunoassay system, used in conjunction with access hyb-psa reagent (lot 021026). Subsequent testing of the patient's second sample on the same instrument generated a a lower result within the normal reference range. The initial high result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.